Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-05848. Reference MFR. Report#: 1627487-2017-05850. It was reported the patient underwent an implant procedure on (B)(6) 2017. During the procedure, compatibility issues occurred between the manufacturer's devices intended for use and the patient's originally implanted (competitor's) devices. As a result, the procedure was abandoned.